Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. During evaluation an increased intraperitoneal volume (iipv) was identified. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(4) 2010 during drain cycle 3. The patient's ultrafiltration reading was 1898ml, indicating the home patient (hp) drained 1898ml more than their programmed fill volume of 2400ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse she was not aware of this event and the patient never reported any symptoms of overfill. The nurse stated that the patient received a new cycler and they did some changes to his programming this week. The patient has resumed therapy. There was no patient injury or medical intervention associated with this event.